Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the implant procedure, the device was unable to be interrogated. The device was not used. There were no patient consequences.

Manufacturer narrative:
The reported field event of unable to interrogate was confirmed in the laboratory. Analysis of the device image revealed memory corruption that occurred during the manufacturing process. After reloading the product code, the device functioned normally and was able to be interrogated.